Manufacturer narrative:
Service could not confirm customer¿s complaint that the device display screen froze and stopped delivering. The device passed self-test with no error alarms. The device failed visual inspection due to damage to the front enclosure, proximal tubing guide and keypad assembly. Review of the event alarm logs did not see any error alarms close to the date reported by the customer, however there were several n250 error alarms in the event alarm log history. Preformed all performance verification tests (pvt). Device passed all pvt testing except for distal occlusion pvt. Device failed distal occlusion 6 and 10 psi test (6 psi = 2.78 and 10 psi = 6.98). Both results are failing per the technical service manual (tsm). Service preformed a stress test to try and duplicate the customers complaint. Programmed device to run for 24 hours with both line a and line b to run concurrently with a rate of 250 ml/hr. Volume to be infused (vtbi) of 6000 ml over a duration of 24 hours. During testing, the device never froze or stopped delivering. Probable cause for the device display screen freezing and / or stopping delivery was not found. Probable cause for the device failing the distal occlusion pvt test is defective / worn app pwa and pressure detector sensor. Evaluation could not confirm the customer¿s complaint that the device did not alarm. Device passed alarm loudness test, and during pvt test the device alarmed as it should. Probable cause for the device not alarming was not found. Engineering found no indications of an infusion in progress on or about 03-jan-2023, nor for at least two weeks prior to that date, nor at any time following that date. Engineering found no indications in the log of any infusion stopped during that time for any reason. The complaint could not be confirmed.

Manufacturer narrative:
The device has been received by the manufacturer, but the evaluation has not been completed.

Event description:
The incident involved a plum 360 infusion pump. The customer reported that while providing medication that was important to the patient's blood pressure, the pump screen froze and stopped pumping. It was further stated that the patient's blood pressure dropped, and that almost lead to a code blue. Furthermore, the report stated that the unit did not alarm and the pump was operating in ac mode. There was patient involvement and patient harm reported.